Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
An ophthalmic assistant reported that a multifocal intraocular lens (iol) was exchanged due to the lens being decentered and the patient was unable to tolerate. The lens was exchanged for a monofocal lens. Additional information received from the ophthalmic assistant that the event resolved with treatment. In the surgeon's opinion the patient was unable to adapt to the multifocal lens.